Event description:
Legs go out from under rptr without warning, as if she had been chopped off at the waist. Her right knee "locks up to her back". On two occasions, when getting up, she got halfway up and couldn't move up or down. She had to have her legs pushed down and pried open before she could walk. Leakage of spinal fluid caused severe migraine headaches. She is unable to perform wifely duties. She is unable to play with or care for her child. She can't carry her or help her with her push toys. She has numbness in her legs and her feet turn purple when she gets in the shower or tub. Her lower back feels like a fluid-filled blister. She has sharp, stabbing pain in her lower back, radiating to her left hip, has had bladder problems since surgery, can't feel her right side from her waist to the top of her thigh. She has back spasms and is still so sore at times that she can't get out of bed.